Event description:
It was reported that multiple attempts to detach the w5-5-2 web in the patient's body failed. Since there were no extra devices of the same model available, it was replaced with a similar model, and the surgical outcome was acceptable. After the operation, the doctor tried to detach the w5-5-2 web device in vitro to identify the cause, and the detachment was successful under this condition. The patient was reported to be normal.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the web implant separated from the pusher, which is consistent with the in vivo detachment attempt described in the reported event. The device passed continuity and resistance testing; furthermore, the heater coil showed signs of activation using a detachment controller and did not exhibit stretching, which indicates normal detachment did occur. The investigation of the returned device did not find any other damage or anomaly that would have caused or contributed to the reported complaint. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
Please see section h11 for device investigation results.